Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protrusion during removal occurred. The lesion was in the inferior mesenteric artery. A 2mmx6cm interlock was selected for use. During procedure, the coil detached inside the microcatheter as the main coil and arm of the delivery wire got separated. Subsequently, the coil was removed together with the microcatheter and was noted protruding from the catheter's tip. The procedure was completed with another of the same device. No complications were reported and patient condition was good post procedure.